Event description:
Caller reported an error with the continuous glucose monitor, specifically a cgm error 42, and requested assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session and acknowledged the instructions given.